Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the clinic for a routine follow-up visit, the physician observed several high ventricular rate with noise alerts and high capture threshold on rv lead. The patient will be monitored. No patient symptoms were reported.